Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-aug-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500m cg/ml at 140 mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019, it was reported that the patient was not getting efficacious treatment with itb (intrathecal baclofen) therapy despite dose increases and then the family noticed swelling at pump and spinal incision. Swelling was noted without any signs of infection no redness or warmth or other signs of infection at the pump. Swelling was at the pump incision site and to a lesser extent at the spinal incision. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was x-rays and admission to the hospital. The actions and interventions taken to resolve the issue was the patient had surgery today. The csf (cerebral spinal fluid) leak patched. The pump system was checked and intact, easily aspirated from the cap (catheter access port). There was nothing wrong with the pump system. The pump and catheter were functioning properly and able to easily aspirate. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further complications regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.